Event description:
It was reported that the patient presented remotely via merlin.net. A review of the transmission revealed noise on the right ventricular (rv) lead potentially due to electromagnetic interference, and the right atrial (ra) lead exhibited noise oversensing, leading to inappropriate automatic mode switches. Additionally, noise reversion episodes were detected on the leads. No intervention was performed. Patient condition was unknown.